Manufacturer narrative:
(B)(6) 2018. (B)(4) field service engineer (fse) evaluated the device and found that the motor controller board was not properly seated to the main board. The board was reset to address the event.

Event description:
It was reported that the ventilator has no display. The customer reported that the unit was not in use on patient. The event date was not specified, estimate used.